Event description:
The customer contact reported the device touchscreen does not respond when pressed. The device was returned to the biomedical department from the medical unit with a report of difficult to activate buttons on screen and it is nonresponsive for periods of time. No specific patient information pump programming, or event details were provided. There were no reports of any adverse patient events while the device was in clinical use. During testing at the user facility, the device touchscreen responded when pressed. Multiple unsuccessful attempts have been made to obtain additional information.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.